Event description:
Reportedly, during pt use, a "pressure sensor error" occurred. Although the ventilator did not stop delivering breaths, the pt was manually ventilated and transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.